Event description:
Patient is experiencing severe pain. Patient is also experiencing the knee giving out especially when seated for long periods. Patient is reporting that when she stands up after being seated, she is experiencing pain. Patient is also reporting stiffness. Patient is reporting a halo around the rod into the shin. Patient states that there is no pain in the thigh area. Patient is reporting swelling and inflammation. Patient also states that she had manipulation of scar tissue for 12 months. Patient is reporting that she has had a bone scan done. Patient is also stating that she is scheduled for revision surgery on her left knee on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.